Event description:
The customer reported the alarm needs eval, the alarm appears to have some type of damage such as, broken cause or buttons missing. Customer could not provide the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue, the alarm's missing the battery door, led cover is reported into the alarm case and the 9v dc pin is corroded. Functional testing of the alarm found that the alarm powers on with batteries but the nurse call light does not come on at the nurse's station; however, when the nurse call cable is wiggled, the light goes on and off. The voice chip in the unit is defective and the nurse call receptacle is defective. (B)(4).